Event description:
It was reported that the patient's right hip was revised for altr following revision for altr post-primary. Adm head and liner where replaced with tritanium cup and x3 liner. Poly and head exchanged with initial revision on (B)(6) 2012 cup was implanted during primary surgery on (B)(6) 2010.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 46mm adm cup. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.